Manufacturer narrative:
The used device has not been analyzed since it was disposed by the customer; however we investigated manufacturing and quality control records based on the lot number. According to the investigation, no potential for malfunction was found. (B)(4) pieces of lot vj484x were manufactured, and no similar event has been reported with this lot number globally so far. The blood leakage is described in warnings of the instructions for use as "in the event of a problem during treatment, such as blood leakage or coagulation, immediately discontinue the treatment under the direction of a physician and replace rexeed-s with a new primed dialyzer." We decided to report this incident since we consider this incident of blood leak outside the dialyzer is an incident which might cause serious injury to the patient. We will include this incident in our risk analysis and will continue to monitor similar complaints carefully.

Event description:
The patient's dialyzer cracked during rinse back. The patient was disconnected from the dialysis machine immediately without rinsing back remaining blood. The patient lost approx. 100 ml blood. The patient denies dizziness, lightheadedness, or shortness of breath and the patient's vitals were stable. Regarding the complaint dialyzer, sterilization date is (B)(6) 2019, and expiration date is 2022-04-08.